Event description:
"Patient underwent a kyphoplasty. It is alleged by plaintiffs councel that stryker cement was used during the procedure. It is further alleged that plaintiff, "suffered serious complications to his neurological system and body."